Event description:
A medtronic representative reported that, while in a procedure, a surgeon had removed synthes hardware at l5-s1 and re-instrumented this with a navigated 4.75 solera. The old screws were 6.0mm in diameter. The surgeon placed 7.5 solera screws, stating the bone was very hard and difficult to advance. On the second screw, they heard a ¿pop¿ and the distal end of the 4.75 mas solera driver broke into a two pieces. According to the surgeon, the pieces were retrieved from the patient and there were no other issues. The surgeon completed the procedure with the use of the navigation system. There were no complications to the patient.

Manufacturer narrative:
Patient information was not made available by the site. Part not returned to manufacturer for analysis. Return of suspect device not expected.